Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was over 400 mg/dl and current blood glucose level was 442 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they delivered a manual bolus but blood glucose was still over 400 mg/dl. Customer ran displacement test and no reservoir was detected. Troubleshooting was performed for the high blood glucose incident. Customer was using auto mode at the time of incident. The insulin pump will not be returned for analysis.